Event description:
It was reported that the pt had an accident. The external parts are broken and the implant is damaged. The pt is not able to hear anymore with his cochlear implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.